Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reportable event, chipped lens, was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The repair inspection was unable to confirm the customer¿s reported problem of a chipped lens. However, the inspection did note there is a shadow on the image due to dirt/debris particles under the eyepiece lens. There are dents on the rigid outer tube and light guide fiber breakage with dents on the distal tip. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing department lead at the user facility that the customer autoclavable telescope has a ¿chipped lens¿. The customer reported problem was found at reprocessing. No death, injury or harm was reported.